Event description:
Boston scientific was notified that during preparation the physician found out that the transend .010" guidewire was damaged. No complications were reported to have occurred with the patient as a result of this event.